Manufacturer narrative:
It was reported by the hospital contact that after 6x galaxy coils (details unknown) were successfully implanted into the target aneurysm, the complaint deltaplush (cpl100202-30/c27727) was chosen next. After the pre-deployment electrical check with the complaint cable (ecb000182-00/c29143 and detachment control box (dcb00000500/f62393) was successful, the deltaplush was delivered into the aneurysm. However, when the deltaplush was re-connected to the cable, the green system ready light did not illuminate. The coil was recovered from the patient, and the electrical check was re-conducted, which the light illuminated. Yet, when the electrical check was conducted one more time, this time the light did not illuminate again. A defect of the coil was suspected, and it was replaced with another deltaplush with the different lot # (details unknown), yet still the light did not illuminate. The cable was then replaced with a new one (details unknown), and the light illuminated at last. The procedure was successfully completed with implanting 7 more coils (details unknown) without any further issue. Due to the event the procedure was delayed for 10 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to or after the events. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of an aneurysm of 5mm diameter at the ica-c2, approached from the rt-fa. The patient was a female of unknown dob, whose vessels were moderately torturous but not calcified. An excelsior sl-10 stryker (details unknown) and an enpower dcb (lot unknown) were used for this procedure. All connections appeared to fit properly without application of excessive force.limited information was received. The unspecified enpower detachment control box (dcb) was not returned. The sl-10 microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. All the following damage found was unreported. As viewed through the returned packaging, the coil was found to be entangled around the device positioning unit (dpu). The coil was returned severely damaged due to being entangled around the dpu. The coil has intermittent sections of severe damage. Considerable time was required to remove the entangled coil. The marker band was bent. The transition section at the proximal end of the resistive heating coil section was bent. The detachment fiber did not receive heat and melt. The resheathing tools fracture is ductile in nature requiring external force. No material defects were found. The circumstances of how and when all the unreported damage occurred cannot be exactly determined; however all the damage appears to be post-procedural in nature. In addition, no manufacturing defects were found. The device positioning unit (dpu) passed electrical testing with resistance at 51.8 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated using the complaint enpower control cable (c29143). The unit was manually manipulated in order to see if the enpower systems ready green light would stop illuminating, however the systems ready green light remained on during this testing phase. The coil detached on the first detachment cycle also using the complaint enpower control cable (c29143). Post-detachment electrical testing passed with resistance at 51.8 ohms and the enpower systems ready green light remained illuminated. Post-detachment inspection found that the detachment fiber received heat and melted as designed. Laboratory testing conducted under conditions that simulated the instructions for use could not duplicate the field complaint where the enpower systems ready green light intermittently stopped illuminating, as the dpu passed electrical testing, manual manipulation of the whole unit failed to stop the systems ready light from continue illumination, the coil detached on the first detachment cycle, and the detachment fiber received heat and melted as designed, therefore the root cause of the enpower systems ready green lights intermittent non-illumination cannot be determined. In addition, without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event.the damages found during analysis on the device may have occurred during shipping, because it was noted that the device was not damaged after the event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: cable (ecb000182-00/c29143), dcb (dcb00000500/f62393), 6x galaxy coils (details unknown), another deltaplush (details unknown), new cable (details unknown), 7 more coils (details unknown), excelsior sl-10 stryker (details unknown), enpower dcb (lot unknown).

Event description:
It was reported by the hospital contact that after 6x galaxy coils (details unknown) were successfully implanted into the target aneurysm, the complaint deltaplush (cpl100202-30/c27727) was chosen next. After the pre-deployment electrical check with the complaint cable (ecb000182-00/c29143) was successful, the deltaplush was delivered into the aneurysm. However, when the deltaplush was re-connected to the cable, the green system ready light did not illuminate. The coil was recovered from the patient, and the electrical check was re-conducted, which the light illuminated. Yet, when the electrical check was conducted one more time, this time the light did not illuminate again. A defect of the coil was suspected, and it was replaced with another deltaplush with the different lot # (details unknown), yet still the light did not illuminate. The cable was then replaced with a new one (details unknown), and the light illuminated at last. The procedure was successfully completed with implanting 7 more coils (details unknown) without any further issue. Due to the event the procedure was delayed for 10 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to or after the events. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of an aneurysm of 5mm diameter at the ica-c2, approached from the rt-fa. The patient was a female of unknown dob, whose vessels were moderately torturous but not calcified. An excelsior sl-10 stryker (details unknown) and an enpower dcb (lot unknown) were used for this procedure. All connections appeared to fit properly without application of excessive force.